Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flickers when meeting cold and hot water. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction screen becomes noised, image flickers when meeting cold and hot water was traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had screen become noised. The event had occurred during reprocessing. There were no reports of patient involvement.